Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
1) in previous file, it was reported as product problem which is now updated to serious injury. In, box b: adverse event or product problem has been updated from "product problem" to "serious injury" along with type of reported complaint. 2) codes for health impact grid has been updated, additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were also updated in this report.